Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/atrial fibrillation (at/af) detections were classified as terminated when atrial arrhythmia timing is falling into the atrial blanking period. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.